Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's parent reported daughter being unable to test due to her adc freestyle libre reader turning on with button press but not with insertion of test strips. Caller further reported customer experienced hypoglycemic symptoms described as trembling, stomach ache, headache, and weakness. Customer was hospitalized on (B)(6) 2018 and treated with an unspecified injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs liber reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's parent reported daughter being unable to test due to her adc freestyle libre reader turning on with button press but not with insertion of test strips. Caller further reported customer experienced hypoglycemic symptoms described as trembling, stomach ache, headache, and weakness. Customer was hospitalized on (B)(6) 2018 and treated with an unspecified injection. There was no report of death or permanent impairment associated with this event.